Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had insulin flow block alarm. The customer stated that they received insulin flow block alarm during fill tubing. Customer also stated that they were unable to finish troubleshoot and unable to fill a reservoir with insulin. No harm requiring medical intervention was reported. The device will not be returned not for analysis.